Manufacturer narrative:
Medsun user facility report (B)(4) stated: one tip of the robotic harmonic broke inside patient. Foreign body obtained. All pieces recovered. Updated a2, a3a, b1, b2, e4, h1, annex f.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of harmonic ace instrument broke away. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the tip of instrument got completely detached from the instrument. The instrument was inspected prior to its use with nothing out of ordinary to be observed. The surgeon was dissecting during the procedure when the breakage occurred. Surgeon believed that thickness of tissue and torque caused the instrument to break. The instrument was used for approximately 2 hours before the breakage occurred. There were no issues with functionality of the instrument during the surgical procedure. The instrument did not collide with other instruments or hard material during the procedure. Photographic images of device(s) were requested however, they were not attached with the response. Patient information was requested but site was unwilling to disclose it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and the curved blade was found to be broken at the tip. A piece measuring approximately 0.624" x 0.085" was found to be broken off and it was not returned. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.